Event description:
Boston scientific crm received information that a red alert was sent as a result of high pacing impedance measurements on the right ventricular lead. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.